Manufacturer narrative:
Correction: the expiration date was entered in the wrong field. The reported device lot is 201703211 and the expiration date is 03/20/2022. The two-year complaint history review revealed 10 similar complaints involving 14 devices.

Manufacturer narrative:
The used/damaged arthroscopic energy 90 degree probes with suction were both received for evaluation. Visual and microscopic inspection of the 2 returned probes showed that the 1st probe had ceramic discoloration and damage where the ceramic tip and the scope made repeated contact causing the ceramic material to deform and crystalize. This reflow of the ceramic material likely contributed to the crack in the top of the ceramic. In this state, it is possible for small fragment of the ceramic to fall off of the tip. This was not confirmed however as the fragment was not returned. The shrink tubing was damaged on the distal end of the probes's shaft near the thermistor. This is likely due to the probe being activated while partially buried in tissue. Evaluation of the 2nd probe also showed discoloration of the ceramic and shrink tubing damaged due to the probe being activated while the return electrode was covered by tissue. This lot was manufactured in a lot of (B)(4) units. A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported issue. A review of complaint history revealed there have been three other complaints received for this device/lot involving 4 probes. (B)(4). This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There have been no patient long term adverse effects related to this failure mode. To reduce the risk of probe tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions. -it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. -examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.

Event description:
The sales representative reported that during a shoulder surgery using the arthroscopic energy 90 degree probes with suction with generator settings at 3/2, the ceramic on two probe tips melted. As alleged, a piece of plastic was removed from the surgical site by the doctor and it is believed there is a possibility that ceramic material may still remain in the patient's shoulder. These issues contributed to a 30-minute delay in the procedure. The shoulder arthroscopy was completed successfully using an alternate device with no known injury to the patient. This incident is being reported as a malfunction with potential for patient injury with recurrence.

Manufacturer narrative:
A two-year review of complaint data reveals there have been 10 complaints involving 13 units for this product family and failure mode - ceramic tip breaking/cracking with a piece detaching. During the same 2-year time frame, approximately (B)(4) units were sold worldwide. The occurrence rate for this failure mode is 0.035 percent.